Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cancer. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. During the investigation product investigation lab observed the control knob, air inlet filter and sd card cover were missing. An unknown brownish dust-like contamination was observed on the ui panel, right panel, in the air inlet, on the interior side of the blower cap, on and in the blower motor, on and under the blower housing, on the sound abatement foam and walls of the bottom enclosure. Potential dried liquid spots were observed on the blower housing and on the bottom of the blower motor. Potential hair-like particles were observed on the interior side of the blower cap, on the blower motor, sound abatement foam and in the bottom enclosure. Product investigation laboratory observed potential insect remains on the backside of the ui panel, on the pca, on the interior side of the left and right panel, all over the blower cap, sound abatement foam and throughout the bottom enclosure. Potential degraded sound abatement foam was observed along the side of and stuck to the bottom of the blower motor, on, in and along the bottom of the blower housing. Pil confirmed the presence of degraded sound abatement foam. The issue of degraded sound abatement foam is addressed by CAPA 7211. Photos attached. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report box d, g has been updated. In this report box h: evaluation method code, evaluation results code and conclusion code grid has been updated.